Event description:
The customer observed positively biased quality control results processed using vitros phyt slides on a vitros 5.1 fs chemistry system on (B)(6) and (B)(6), 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not process pt samples while quality control was unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation identified an issue with the immunowash fluid (iwf) metering system. The customer was directed to perform routine maintenance procedure involving the iwf metering tip, fluid, and subsystem tubing. Acceptable phyt performance was obtained following the maintenance activity. The root cause of the positively biased quality control fluid results is instrument related.